Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4068-52 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that there was high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression; full lead in segments returned and analyzed.